Event description:
The doctor reported the implant was removed due to osseointegration failure around 4 months after implant placement surgery. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The doctor reported peri-implantitis, local infection and bone resorption during the implant removal surgery. The patient has since recovered.

Event description:
The doctor reported the implant was removed due to osseointegration failure around 4 months after implant placement surgery. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The doctor reported peri-implantitis, local infection and bone resorption during the implant removal surgery. The patient has since recovered.